Event description:
An alarm labeled as alarm 2 followed by alarm 26 was reported by the caller. There was no adverse impact on the customer's blood glucose level as the occlusion issue did not cause levels to exceed 500 mg/dl. To resolve the issue, the customer changed the soft cannula infusion set and cartridge, then resumed insulin use.